Event description:
It was reported that the customer heard his insulin pump beep but did not see any alerts on his screen. The beep anomaly occurred every 30 to 45 minutes. The customer's blood glucose level was 152 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.